Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 9mm x 320mm, standard nail per the sign technique manual. Surgeon comments: "patient was previously operated in sajid hospital as a case of blast injury multiple procedures were done for coverage of bone and a sign nail (antigrade) done due to short distal segment nail was pushed in ankle joint after one year patient examined and severe equines of foot is observed and radiological sign of non union observed so redo done nail removed equines corrected by achillis tendon tenotomy and again a retrocalcaneal sign nail introduced and locked on both ends."